Event description:
Customer received a blood glucose reading of 352mg/dl. Dosed 20 units of insulin based on reading and became ill. The emergency medical techs were called and tested blood glucose and received a reading of 31 mg/dl. The customer was given an IV to bring up blood glucose. Controls were in range. A request for the return of the suspect device was requested. Replacement products were sent.